Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Upon review of the event log, evidence of the reported complaint revealed eight high pressure alarms were recorded. Device underwent delivery accuracy testing and sensor verification. Three separate delivery accuracy tests were performed, resulting in a functioning pump; was delivering within specification. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a short beep alarming sound with no alarm message displayed on the screen. No patient injury was reported. No adverse effects were reported.